Event description:
It was reported that the lever that holds syringe in place is not working no patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed the liquid crystal display is slightly crooked. During testing of the plunger head movement, the reported problem was duplicated. The plunger flippers do not open when pressing down the plunger lever. The root cause of the reported issue was found to be the dowel pin came loose from plunger head mount. Replaced dowel pin and plunger head mount. Performed preventative maintenance and all functional testing which passed.